Event description:
It was reported that a patient underwent an open incisional hernia repair on (B)(6) 2014 and mesh was implanted. The patient developed central skin necrosis around the incision on (B)(6) 2014. The patient was treated with a necrosectomy on (B)(6) 2014. The surgeon opined the cause of the skin necrosis was impaired skin perfusion and that the event was related to the procedure and not related to the mesh. The mesh remains implanted. Currently, the patient is doing well.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.